Event description:
There was an allegation of discrepant gen.2 ise indirect chloride (cl) results with one patient sample tested on a cobas pro ise analytical unit. The initial result was 106 mmol/l. The repeat result was 96 mmol/l. The test was repeated due to delta checks in the customer's lis system. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number was dtn35 with an expiration date of 25-jan-2026. The field service engineer (fse) found that the ise flowpath was contaminated. The fse deep-cleaned the sample probe flowpath and ise block. The fse performed successful air purge, mechanical checks, reagent prime, ise checks, calibration, qc, and precision. No further issues were reported after the service visit. The investigation determined that the issue was hardware-related, and the service actions resolved the issue.